Event description:
Reported due to pt death. The pt was admitted with an "acute myocardial infarction (mi) and s/p thrombolytics." He was taken to the cath lab and found to have a "highly calcified, highly occluded lad (left anterior descending) artery". The physician placed three (3) taxus stents. During ost dilatation of the stent, the vessel perforated. The perforation was described as being "large". Immediately after the perforation occurred, the pt began to decompensate. A pericardiocentesis was performed and an intra-aortic balloon pump (iapb) was placed. Reportedly, "the pt went into vtach(ventricular tachycardia), vfib (ventricular fibrillation) and several rounds of acls (advanced cardiac life support) were performed." The pt was intubated, and the physician attempted to place the graftmaster stent graft but the perforation was "just too big". The pt was transferred to the ccu(cardiac care unit) but died upon arrival.